Event description:
This report summarizes one malfunction. A review of the reported information indicated that an cq5064j pta balloon dilatation catheter allegedly experienced peeling/delamination. This information was received from one source. The peeling/delamination involved one patient with no patient consequence. The patient was 70 years old and weighed was not provided. The reported patient was male.

Manufacturer narrative:
H10: the device and two photos have been returned to the manufacturer for evaluation. The investigation has been confirmed for peeling, however the root cause could not be determined. The device is labeled for single use. H11: g1, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device and two photos for this event has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an cq5064j pta balloon dilatation catheter allegedly experienced peeling/delamination. This information was received from one source. The peeling/delamination involved one patient with no patient consequence. The patient was (B)(6) old and weighed was not provided. The reported patient was male.